Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo sheath and at the beginning of the procedure, prior to performing a transseptal puncture, the doctor detected that the vizigo sheath was damaged in the hemostatic valve. It was leaking air bubbles into the irrigation connection. The problem was solved by changing the product for a new one. There was no patient or user harm. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.